Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Elective replacement indicator was no, indicating that the generator was not at end of svc. The pt indicated that they feel as if their head jerks during stimulation normal mode stimulation, but this was not noted during device diagnostic testing. Previous device diagnostic testing approx 8 mos prior was within normal limits, indicating proper device function at that time. There has been no known injury or trauma that may have damaged the ncp system, but it was reported that the pt does still have seizures which may be a contributing factor to possible ncp system discontinuity. Neurosurgeon plans to see the pt for another consult prior to scheduling possible revision surgery. Lead break or generator/lead connection problem is suspected.

Event description:
The concomitant device (pulse generator) was received and analyzed. The pulse generator is operating within the MFR's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported event. The lead was left implanted and there is no indication that the pt will receive a new generator. It was reported that the pt is doing well without the vns t herapy. The cause of the reported high impedance was likely due to a lead problem or generator/lead connection problem. The lead remains implanted, therefore, analysis is not possible.

Event description:
Further follow-up revealed that the pt underwent explant of pulse generator. It was reported that a new generator was not implanted and the existing bipolar lead was left in place.